Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have broken tamper seals, chipped top case corners, cracks by the handle, cracked right plunger case, and missing plunger case seal. The reported issue was confirmed during functional testing when a popping noise was heard followed by a 'travel coarse error - check clutch/plunger lever' message during occlusion test. The issue was traced to the lead screw and both clutch halves, which was worn, resulting in slipping. The condition was attributed to normal wear. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device top case, plunger case assembly and seal, lead screw, clutch spring and both clutch halves were replaced. The power up process, preventative maintenance and all functional tests were performed and passed.

Event description:
It was reported that the pump had a clutch error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.